Event description:
Complainant alleged that the clinicians were attempting to analyze a pt's (age and gender unknown) heart rhythm, but the device displayed artifact with the pt's ECG rhythm, and would not allow proper analysis. There was no indication from the complainant of any adverse effect on the pt as a result of the reported malfunction. Please reference medwatch number 1220909-2001-01323, which documents a second identical event that occurred with this same device.

Event description:
Complainant alleged that the clinicians were attempting to analyze the heart rhythm of a pt, but the device displayed artifact with the pt's ECG rhythm, and would not allow proper analysis. The pt subsequently expired, but the complainant indicated that the pt outcome was not a result of the reported malfunction, as although the pt was given bystander CPR, the pt had no blood pressure. Medwatch number 1220908-2001-01323, which documents a second identical event that occurred with this same device.